Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, device and patient information. The rx acculink part 1011340-30, lot 5092851, reference was submitted on another medwatch. Study event. The customer reported the device was discarded. The lot number was provided. Review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none, symptoms/ae: stroke, time of symptoms/ae: during procedure. It was reported that during a left internal carotid artery stenting procedure the patient experienced a stroke with right hemiparesis, partial gaze palsy and hemianopia. CT of the brain, done the same day, revealed a left sided pontine infarct. The patient was treated with lovenox and her condition is improving but continues. Hospitalization was prolonged. Though requested no additional info was available.